Event description:
It was reported when the epg (external pulse generator) was used for patient with acute myocardial infarction, it functioned like voo although the sense lamp lighted. Undersensing and oversensing pacing failure was found by the provided EKG (electrocardiogram). Vf (ventricular fibrillation), which was not caused by this device, was also observed but it stopped due to external defibrillation. The device was returned for checkup. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.